Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller states the knob was sticking and when you turn it off, it takes a long time to turn off. Updated information: end user stated joystick will not go into any drives and will not turn off.